Event description:
Customer reported receiving an inaccurately high reading on their freestyle freedom blood glucose monitor. Customer reported receiving a reading of 234 mg/dl compared to a laboratory result of 102 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B)(4). Customer returned freestyle freedom blood glucose monitor with serial number (B)(4) and test strips with lot number 0705921. The complaint was not confirmed and no new issues were observed, all results were within the range specification and no errors or other issues were observed during control solution testing. On the date of the reported incident, a blood glucose result of 208 mg/dl was identified in the freestyle freedom meter internal log.